Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 399 mcg/day and clonidine [500 mcg/ml] at a dose of 399 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the patient had partial seizures and was having overdose symptoms. The patient was refilled the last week of (B)(6) 2016 and the symptoms started on (B)(6) 2016. The patient¿s left side was convulsing (arm and leg), the patient had bad speech and the patient was hard to wake up. The patient had two ¿episodes¿ and could not remember anything from the episodes. The consumer reported no falls or trauma. It was noted that the pump was increased by 5% due to tightness in the leg and a few hours later the patient had an episode. The patient had a sharpness and burning pain in the lower part of her spine which started right before the episode yesterday (near the catheter). The patient had a false positive for the flu the day before and had another flu test (B)(6) 2016 and it was negative. The patient had 10 x-rays and they were ¿not clear enough¿ and the patient was going to have a CT scan later that day. Further information was received from a consumer. It was reported that the patient had been the past few days showing complete signs of a baclofen overdose and was having seizures, looseness, tightness, loss of consciousness/going in and out. It was indicated that she had three ¿episodes¿ now and that she had never had this problem before. The patient had been in the hospital for two days. The ¿episodes¿ of the spasms and ¿going real loose¿ and ¿going real tight¿ and having seizures or convulsion started off on just one side of her body, the left side of the left arm and left leg but the last episode she had it was her left arm and her right arm and her left leg. It was noted that the machine ¿will still read as it¿s giving a normal dose.¿ it was reported that they were ¿putting all kinds of tests¿ on the patient and that they just set her up for a 12 hours EKG test, which may turn into 24, 48. It was indicated that the consumer was going to be talking to the patient¿s doctor in the morning. Information was requested. Additional information was received from a consumer on 2016-nov-28. It was noted that the patient was still having issues and that when the patient was having these problems the ¿pump itself in the pocket itself¿ was getting hot. It was reported that on (B)(6) 2016 the healthcare professional (hcp) changed the concentration to a higher amount because at the lower concentration the patient was at the highest dose for the lower concentration. On (B)(6) 2016 the patient had five seizures in the hospital including the time she was discharged. On (B)(6) 2016 they did the last CT scan and also had the patient on continuous eeg monitoring. The patient had a ¿seizure like episode¿ on (B)(6) 2016 but nothing reflected in the brain activity and it was noted that the hcp stated it was a non-epileptic seizure caused by stress. On (B)(6) 2016 the hcp pulled the medication and checked to make sure it was the expected volume and the pump was working as expected. No dye studies were performed. It was noted that the patient had five seizures since she had been discharged on (B)(6) 2016. It was indicated that the patient¿s current status was that her situation was being addressed by an hcp. It was noted that the hcp setup a follow-up with the patient¿ psychiatric hcp for (B)(6) 2016 and feels that it was all in the patient¿s head. The patient had not been on any new psychiatric medications because nothing had changed and had been taking the psychiatric medications for years. The patient was also trying to get into an appointment to see the neurologist who manages the pump. It was indicated that the patient was receiving lioresal at a concentration a ¿lot lower than 500 mcg/ml¿ at a dose of 399 mcg/day and that it was then changed to a concentration of 500 mcg/ml at a dose of 330 mcg/day; this information is conflicting with what was previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was used for the verbatim "real wobbly." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Concomitant medications included 2400 mg of neurontin. It was reported that the patient was overdosing, passing out, and going into seizures which reportedly were not being discovered with an EKG. The patient's pump delivered medication at the third thoracic vertebra. Initially, after implant, the patient's spasticity was "not too bad." It stopped working for her, so at a refill in (B)(6)2016, they put a higher concentration in the pump, and it was not too bad for the following few weeks. On (B)(6)2016, the patient was on the couch watching a movie, and she said something did not feel right. She felt really loose, like she could not move, and like spaghetti. Then, she started to tighten up a little bit. All of a sudden, she lost consciousness. Her left arm and leg were convulsing "kind of like a seizure." She was having trouble with her speech, trouble getting words out, and she was stuttering. Patient presented to the hospital and was admitted. The patient was hard to wake up, but stopped convulsing on the way to the hospital. A computed tomography (CT) scan was done, which came back normal. The patient woke up and was "back to normal" after her CT scan. About 4.5 hours after her symptoms began, the patient was basically back to herself. On (B)(6)2016 everything was fine. However, the healthcare provider (hcp) noticed a bit of tightness and increased the dosage by 5%. A few hours later, the patient had another episode and a nurse noticed. The hcp decided to do a series of 10 x-rays to make sure the catheter was in place. The x-rays came back normal, but were noted to be not very clear. Another CT was ordered. Then, the patient had another seizure episode, with her left arm, left leg, and included her right arm this time. The patient was jerking, stuttering, and did not remember anything during the hours that it was happening. The patient was hooked up to an eeg reader and everything was fine for a while. On (B)(6)2016, the patient was "real wobbly," which had not happened before, had trouble getting her words out still, she could move, and she was "jerky like a full blown cp (cerebral palsy) patient was." After a while, she "got back to normal." Later in the day, they realized that it was not actually seizures. They found out that there was a recall on the pump, that delivered an overdose of medication, but showed a normal amount on the machine, so you would not know by looking at the machine. All the problems were signs of a baclofen overdose, and the hcps were trying to find anything else to help, but in the consumer's mind, they were all signs of baclofen overdose. The consumer talked to medtronic representatives, and they recommended that the first thing that should be done based on the description was to withdraw the medications. The patient had a fifth episode on (B)(6)2018 in the evening, around (B)(6). It was noted as a "bad episode" and the patient was monitored for that episode. The hcp told the consumer that there was no evidence of a seizure in the eegs so that was not what was happening. The consumer stated that the medication should not have been in the patient anymore. The patient had problems with the pump. They were going to try to get the pump out. Of note, the patient's friend or family member who reported the event noted that everything was "all jacked up in his head" and he did not remember everything. No further complications were reported.